Event description:
Ventilator had power, blank screen and was not ventilating. Red alert alarm displayed.

Event description:
Ventilator had power, blank screen and was not ventilating. Red alert alarm displayed.